Manufacturer narrative:
No patient information provided as no patient was involved in this concern. On (B)(4) 2016 a medtronic representative performed a navigation system check-out, software and instruments areas passed. Hardware test failed. Polaris hybrid camera did not work during training session. They were able to switch on but did not connect with the inav navigation device properly. Optical communication failure. Issue resolved. System performed as intended. Return requested. Replacement camera shipped to site. Medtronic investigation of returned suspect device finds that when connected to a known good system the psu returned red status indicating communication but would not track. The psu failed an aak test at 1.46 mm with a passing threshold of .60 mm. The test also reported a very high line separation of 4.41 mm that would not allow tracking. Failed diagnostic test. Electrical failure. Hardware investigation was completed. This issue was found related to a hardware issue and was documented in a medtronic hardware anomaly tracking database.

Event description:
A medtronic representative reported the site's navigation system polaris hybrid camera did not work during a training session. They were able to switch on but did not connect with the inav navigation device properly. There were no further details regarding the issue. There was no patient present when this issue was identified.